Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a letter from a lawyer reported two unknown broken screws from an liss-plate (periprosthetic supracondylar distal femur fracture left). There was no further information available and no articles were received. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.